Event description:
Rn reported a smell coming from the pump and activated fire alarm. The pump was plugged in but not in use. The pump was loaded with IV tubing but in standby mode. The IV lines were cut and the pump sequestered.